Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
This report is being filed after the subsequent review of the following literature article: preliminary results of the effect of prophylactic vertebroplasty on the incidence of proximal junctional complications after posterior spinal fusion to the low thoracic spine. Spine deformity, 1(2), 132-138. Martin, c. T., skolasky, r. L., mohamed, a. S., & kebaish, k. M. (2013). Received 31 july 2012; revised 7 january 2013; accepted 9 january 2013. N=1 patient with severe osteoporosis fell 7 weeks after surgery, compression fracture. N=2 patients had partial removal of instrumentation for pain.